Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that in 1999, the device was implanted. Two months later, the doctor changed the pressure to 70mmh2. In 2009, it was found that the pt's skin twitched as a result of the catheter adhering to the pt's skin. It was noted the device could not reprogram the pressure. No blockages were found. At approx 2 months later, the device was replaced.